Event description:
It was reported that the lead dislogded. Several attempts to reposition the lead were unsuccessful.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.